Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42532007502, tibia cemented 5 degree, lot # 64046457. Catalog #: 42540200032, all-poly patella, lot # 64157010. Catalog #: 42522100811, articular surface medial congruent, lot # 64211763. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00099.

Event description:
It was reported that the patient underwent right total knee arthroplasty approximately 2 years ago. Subsequently, patient has a continual rash with sores and itching since his procedure. Attempts have been made and there is no further information at this time.